Event description:
Reporter indicated that the patient was experiencing occasional rapid heart rate, sometimes in excess of 120 bpm. It was stated that sometimes it seemed to be related to stimulation periods, but a relationship could not be confirmed. The patient has a history of extrasystole. All attempts for further information from the patient's treating physician's have been unsuccessful to date, thus the relationship between the tachycardia and vns therapy cannot be determined.